Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.